Event description:
The device "t" was replaced due to late instability and loosening.

Manufacturer narrative:
Surgeon records indicate that due to progressive arthritis that there was collateral ligament instability, resulting in instability and pain. Upsizing with the same implant from size 10 to 30 resolved this.